Event description:
On 05/19/1998 the account reported an erratic troponin-I result of 8 ng/ml, which was run on the axsym analyzer. The physician questioned the result and the sample was retested 05/20/1998, giving 0.0ng/ml. No report of injury.